Event description:
Guidant (now boston scientific) received information that during the pre-discharge check on this implantable cardioverter defibrillator (ICD); it was found to be in monitor only mode. Technical services recommended doing a save to disk and sending it in for analysis in order to determine the time of change to monitor only. The device was later explanted for unknown reasons and was returned for analysis.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Event description guidant received information that during the pre-discharge check on this implantable cardioverter defibrillator (ICD); it was found to be in monitor only mode.